Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. It was reported via stelobot that a skin reaction at the puncture site occurred. The customer indicated he ¿did everything by the book¿ at the time of insertion. After 5 days the sensor stopped reading for 24 hours and the sensor session ended. The customer felt discomfort at the puncture site and removed the sensor on (B)(6) 2024. The area was a little swollen, red, and infected. The customer went to urgent care and an unspecified antibiotic was prescribed. At the time of the report on (B)(6) 2024, he continued to take the prescribed antibiotic and was recovering. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.